Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa immunoassay results for 1 patient sample on a cobas 6000 e601 module. The initial total psa result was 0.032 ng/ml. The initial result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The sample was repeated twice and the results were 3.01 ng/ml and 2.97 ng/ml. The result of 3.01 ng/ml was deemed correct. The reagent lot is 64096301 and the expiration date is 31-jan-2024.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The customer stated that qc was acceptable. Based on the available data, there is no indication of a reagent or instrument performance issue. The field service engineer (fse) found that the sample probe was not aligned with the sample tube and the analyzer's high voltage was out of range. The fse adjusted the sample probe and the voltage, performed a blank cell calibration, and performed an assay performance check and 21-cup precision test successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.